Event description:
Report received indicated the pt experienced denuded skin surrounding stoma region. As a result, the pt was advised to use (B)(4) powder for the affected area. Product samples were sent to pt for use along with instructions for proper application. Further info regarding gpt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluation or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.